Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their personal diabetes manager (pdm) the back of the pdm is getting hot. In addition the patient reports their pdm does not hold a charge for longer than 4 hours. The patients reported blood glucose was between 120 mg/dl and 250 mg/dl.